Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the logs were analyzed and nothing suggested any technical failure or malfunction. Prior to standby there was also a gas loss alarm. The standby alarm was tested in clinical mode and worked fine. No parts were replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported by the customer, that during use cardiosave hybrid type b plug (iabp) unexpectedly entered standby mode. There was no audible alarm present, the printed alarm event indicates prolonged standby time. However, no harm or injury to the patient was reported.

Manufacturer narrative:
Another contact info: (B)(6). Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.